Manufacturer narrative:
Medwatch mw5103791 received at suneva on 09/24/2021: event date: (B)(6) 2021. Report date (to FDA): 09/03/21. Event report type: serious injury. Event outcome: required intervention. Event description: "chronic/permanent swelling after injections, swelling did not subside, face puffed up and did not go down until injected with steroid shots which only kept the swelling down temporarily. Swelling came back a few months after shots." No additional information was provided; therefore, suneva is unable to investigate further at this time. Contact information was not provided; therefore, suneva was unable to follow up on this report. Lot number and injector are unknown; therefore bellafill use cannot be confirmed at this time. It is not known if the required skin test was conducted 4 weeks prior to bellafill injection. Swelling is an anticipated patient event that is documented in the bellafill instructions for use. Per the bellafill IFU: "four (4) weeks prior to treatment, patients will be given a 0.1cc test injection of bellafill® skin test material subcutaneously in the volar forearm, to determine a patient's sensitivity to the treatment material." Bellafill syringes are single use devices that are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Medwatch mw5103791 received at suneva on 09/24/2021. Event date: (B)(6) 2021. Report date (to FDA): 09/03/21. Event report type: serious injury. Event outcome: required intervention. Event description: "chronic/permanent swelling after injections, swelling did not subside, face puffed up and did not go down until injected with steroid shots which only kept the swelling down temporarily. Swelling came back a few months after shots." No other information provided.